Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had software error detected. The customer¿s blood glucose level was 150 mg/dl at time of incident. Customer stated that insulin pump had crack and received new one insulin pump. Customer was unable to clear the alarm and able to rewind the insulin pump. Customer was advised to revert to backup plan. The insulin pump will not be returned for the analysis.